Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 8:30 a.m., on (B)(6) 2016. The patient claimed obtaining a blood glucose reading of ¿195 mg/dl¿ with the subject meter which he felt was high compared to his feelings and/or normal results. The patient manages his diabetes with a combination of medications (novolog, 18 units twice daily; victoza, 1.8 units daily and, toujeo, 30 units daily) and reported that 5 minutes after obtaining the alleged elevated reading, he increased his dose of novolog by 2 units. The patient advised that 45 minutes after the alleged issue began he developed symptoms of ¿tingly feeling, no energy and sweating profusely¿. There was no indication that the patient received medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.